Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact on the customer's blood glucose level. The customer attempted a pump reset upon the suggestion of technical support, but it did not restore functionality. Customer reverted to an alternate method of insulin therapy.